Event description:
A customer report was rec'd, stating that a false negative result was obtained using the icon ii hcg test. The pt subsequently underwent a leep procedure (cervical biopsy). The icon ii test is used to measure levels of hcg in serum and urine to determine pregnancy or to rule out pregnancy prior to conducting other diagnostic or invasive procedures. If the icon test is used to rule out pregnancy, prior to some radiologic or invasive procedures, and a false negative test result is accepted by the physician and the pt is pregnant, there exists some potential for injury.